Event description:
Information received by medtronic indicated that the insulin pump buttons were hard to move and insulin pump battery was draining quickly. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the ngp 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
S/w version 4.11 d. Retainer ring = black. Case type = ngp. Customer returned insulin pump for alleged unresponsive keypad and battery lasts less than expected found on july 31, 2022. Insulin pump was received with intermittently stuck buttons. The insulin pump passed the displacement test, and active current test. The insulin pump failed the self test due to appearance of insulin pump error 63. The insulin pump failed the sleep current test. The insulin pump passed the keypad voltage test. Test p-cap locked properly into the reservoir compartment. Successfully downloaded insulin pump history files and traces using thus software. The power management tool confirmed indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith). Insulin pump alarmed a hardware low level failure alarm on august 23, 2022 at 17:22:52.000 or 5:22:52 pm (variable #: 3). Insulin pump alarmed a low battery alert on july 30, 2022 at 10:31:00.000 or 10:31 am and was expected. Insulin pump alarmed a replace battery alert on july 30, 2022 at 17:05:01.000 or 5:05 pm. Insulin pump was cut open to perform visual inspection and found a broken trace at pins #6 sda and #1 vdd at the u1 chip on the keypad assembly. Moisture damage on the keypad trace, electrical board 1, electrical board 2, and force sensor. The following were also noted during visual inspection: scratched case, pillowing keypad overlay, and corroded battery tube. Unresponsive keypad/intermittently stuck buttons were confirmed during testing due to moisture damage on the keypad assembly. High sleep current and battery lasts less than expected were confirmed during testing due to moisture damage on the battery tube, force sensor, electrical board 1 and electrical board 2. Hardware low level failure alarm was confirmed during testing due to a broken trace at pins #6 sda and #1 vdd at the u1 chip on the keypad assembly. Additional information has been added which was not included with the initial report. The information has been provided in the section b5 with this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.